Event description:
It was reported that the asymptomatic patient presented for an in-clinic check. High capture threshold and low sensing were noted. Lead dislodgement was noted on all 3 leads. The leads were repositioned. One month later the patient presented to the ER having received multiple shocks. Atrial events were being oversensed on the rv lead and r-wave amplitudes were low. X-ray showed all 3 leads were again dislodged. It was reported that the patient has limited mobility due to a stroke and has to jump to move up stairs.

Event description:
New information provided indicated that potential twiddler syndrome was observed. The leads were explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.